Event description:
A literature review was performed on an article published in the journal ¿masui. The japanese journal of anesthesiology¿ in april 2012 entitled, ¿a case of bilateral recurrent laryngeal nerve palsy after thyroid surgery under intraoperative nerve monitoring¿ by e. Wakayama, k. Sugimoto, y. Mori, j. Tanahashi, and h. Takasu. The available information indicates in a nim 2.0 system was used to monitor the recurrent laryngeal nerve (rln) of a (B)(6) female undergoing a total thyroidectomy. A positive signal was received for her right rln while the signal for her left rln disappeared during the operation, so the surgeons identified and confirmed her left rln was anatomically intact during the surgery. However, upon extubation of the endotracheal tube, the patient experienced severe dyspnea requiring re-intubation and fiber-optic examination which revealed bilateral vocal cord immobility. A tracheotomy was perform post-operatively on day 3, due to continued dysfunction of her vocal cord. Post-operatively on day 37, with long-term follow up, her vocal cord function returned to normal and the tracheotomy tube was removed. This is the only information provided.

Manufacturer narrative:
(B)(4). This device is being reported from a literature review. No devices will be returning. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.